Event description:
(B)(4). Headaches,sharp pains before and during period, tired, bloated everywhere, heavier periods.

Event description:
(B)(4). Weight gain, irritability, depression, mood swings.

Event description:
(B)(4). Joint pain, brain fog, fatigue.